Event description:
It was reported that the intra-aortic balloon (iab) was inserted 2008. The following day, the patient was taken to surgery, and while lifting the patient off the bed and onto the operating room table, blood was noticed in the line. The pump did not alarm. The iab was removed and another iab was inserted without incident. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was liquid blood on all interior & exterior surfaces of iab & pump tubing attached to the lock connector. Catheter was severely kinked & central lumen was broken 5 mm just above the bifurcation & may have been compromised when patient was being lifted off the bed & onto or table. The teflon sheath was on the bladder approx 24.8 cm from the distal tip of iab. There was a suture on 1 wing of the bifurcation cuff. The one-way valve was attached to the iab. A vacuum was pulled & did not hold. The one-way valve was tested with a vacuum gauge & held. The cal key & slide sensor was attached to the fos cable. Fos was light level tested & failed with indication of a broken fos. Fos sensor was seated properly in the grey housing. The returned cat key was light level tested with a known good slide connector & passed indicating the cal key was not corrupted. Guidewires were not returned. A different guidewire was fed thru the central lumen & met resistance approximately 5 mm above the bifurcation at the broken central lumen. The area was examined & it appeared that the central lumen penetrated the catheter. The iab was submerged & pressurized on water. Bubbles exited both ends of iab indicating a central lumen break. Both ends of iab were blocked & bubbles exited a hole in the catheter where the central lumen penetrated the catheter. A DHR re-review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. The broken central lumen confirmed the reported complaint. The broken central lumen also penetrated the catheter further damaging the iab.